Manufacturer narrative:
(B)(4).

Event description:
"Something is wrong with my latest sensor. It is actually a replacement sensor that was recently sent to me. Overnight, I kept getting low alerts. I checked my blood sugar via finger pierce and it was not low. It was at 202. I did a calibration and got the above message. I've since done another one at 4:15 am. I still have the error message. I've attached pictures of the receiver and the box the sensor came in. Please send a replacement. I do not have any more sensors."this sr documents the inaccuracy experienced by pt calibration error documented in sr: (B)(4): 1st attempt: sent reach-out email.* 11/26/2018 (B)(4). - 2nd attempt: lvm on ph #: (B)(4) uploaded email response from (B)(4): all reach out attempts completed.